Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported in a journal article that this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode exhibited erosion of the tip at the superior parasternal incision. The patient reported the lead decubitus had gradually developed within the last seven days, preceded by skin rash empirically treated with topical antibiotics. Device interrogation showed a low-amplitude cardiac qrs with noise oversensing and an inappropriate shock. The electrode was explanted and a new electrode was positioned away from the original electrode site and connected to the original device. Testing confirmed optimal measurements; the patient was treated with antibiotics during hospitalization and the patient was discharged after four days. No additional adverse patient effects were reported. The explanted electrode was discarded following the procedure.